Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed that the silastic overmold was cut at the fantail region as well as exposed electrode wires. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient elected to undergo revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.